Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were ¿having problems¿ with the new system but now they were "feeling good". The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.